Event description:
AED failure.

Event description:
Add'l info rec'd from MFR 2/19/2004: the AED was applied to a pt. The AED vacillated between "shock advised" and "no shock advised" messaging. There was also an error message displayed when the unit was first powered on. This AED was taken out of service and returned to access cardiosystems for eval on december 1, 2003. The AED was evaluated for functional failures, and the data card was interrogated. The results of the investigation indicate the AED met its performance specifications. There were no functional failures of the AED. The error message that was displayed during the power on self test identified an out of spec value for the defibrillation current. The root cause for this error message was investigated. The self test failure could not be reproduced and a cause for this message was not identified. The ability of the defibrillator to determine whether a heart rhythm is a shockable or a non-shockable rhythm is not effected by this error message. If a defibrillation shock has been required to resuscitate the pt the AED would have been able to provide this shock independent of the error message. The inconsistent "shock advised" and "no shock advised" messaging was also investigated. The data card information was evaluated and the AED was evaluated for functional failures. The data card record indicated that the rhythms the AED was analyzing were at the transition point of being classified as either very fine ventricular fibrillation or asystole. The algorithm would identify segments of the electrical activity as a shockable vf episode and then the amplitude of the electrical signals would decrease and be interpreted as asystole, which is a non-shockable rhythm. Therefore, the AED would identify shockable vp rhythms and provide this messaging to the user and then identify non shockable rhythms (asystole) and present this messaging. The entire episode recorded, on the data card lasted for a period of 1 minute 12 seconds there were no physical faults found in the analysis of the unit.

Event description:
Add'l info rec'd from MFR 2/4/2004: the AED was applied to a pt. The AED vacillated between "shock advised" and "no shock advised" messaging. There was also an error message displayed when the unit was first powered on. This AED was taken out of service and returned to access cardiosystems for evaluation on december 1, 2003. The AED was evaluated for functional failures, and the data card was interrogated. The results of the investigation indicate the AED met its performance specs. There were no functional failures of the AED. The error message that was displayed during the power on self test identified an out of specification value for the defibrillation current. The root cause for this error message was investigated. The self test failure could not be reproduced and a cause for this message was not identified. The ability of the defibrillator to determine whether a heart rhythm is a shockable or a non-shockable rhythm is not effected by this error message. If a defibrillation shock had been required to resuscitate the pt the AED would have been able to provide this shock independent of the error message. The inconsistent "shock advised" and "no shock advised" messaging was also investigated. The data card info was evaluated and the AED was evaluated for functional failures. The data card record indicated that the rhythms the AED was analyzing were at the transition point of being classified as either very fine ventricular fibrillation or asystole. The algorithm would identify segments of the electrical activity as a shockable vf episode and then the amplitude of the electrical signals would decrease and be interpreted as asystole, which is a non-shockable rhythm. Therefore, the AED would identify shockable vf rhythms and provide this messaging to the user and then identify non shockable rhythms (asystole) and present this messaging. The entire episode recorded on the data card listed for a period of 1 minute 12 seconds. There were no physical faults found in the analysis of the unit.